Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.this is the same patient as report 2134265-2009-04354. It was reported that in july of 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was restenotic post pta. The lesion was concentric and tight. The lesion was located in the avf. The target vessel was non-tortuous, without calcification and the reference diameter was 5.0mm. The target lesion length was 7mm and 95% stenosed. The patient experienced pain during the procedure. The target lesion post-procedure stenosis was 10%.the patient had a follow up visit in (B) (6) 2005. The patient underwent conventional percutaneous transluminal angioplasty (pta) of the target lesion in (B) (6) 2005 due to angiographic restenosis of the target lesion. At the follow up visit in (B) (6) 2005, the target lesion site was patent. No adverse events were reported.